Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had a hole in the outer tube, broken fabric threads, and a hole in inner tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The first cylinder had worn at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had a leak from krt wear in the proximal end of the cylinder. The second cylinder had buckling folds in the middle of the cylinder. The second cylinder had a hole in the outer tube from krt wear in the proximal end of the cylinder. The second cylinder had two holes at corners of folds in the middle of the cylinder. The second cylinder passed the leakage testing. Momentary squeeze (ms) pump krt was microscopically inspected and were worn to the filament. The ms pump passed leak test, but did not pass the inflation tests or the activation tests. The reservoir was microscopically inspected and presented wear at a fold in reservoir shell, but the component did pass the leak test. Based on the information available, the pump not passing the inflation and activation tests could affect the product performance.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected. The ipp remains implanted at this time but, a replacement surgery is planned. There were no patient complications reported.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected. The ipp was explanted and replaced. There were no patient complications reported.